Event description:
Smartsite extension set 0.2 micron low protein binding filter by carefusion 20029e found to be leaking in the nicu on multiple occasions. Once discovered, the IV administration set and filter set were replaced immediately. Dates of use: (B)(6) 2017. Diagnosis or reason for use: filter for administration set. "Is the product compounded: no."